Event description:
It was reported to boston scientific corp that during a prostate biopsy procedure, while outside the pt, the needle on the trupath biopsy device fired on its own. The device had successfully taken a couple biopsies prior to this event. The physician was able to relock the device and obtain another sample, when once again, while outside the pt, the device fired on its own, but this time the device would no longer lock. The physician completed the procedure with another of the same device with no pt complications. Additionally, it was reported that the hospital staff operating the device were unharmed by the event.

Manufacturer narrative:
The device has been received by the manufacturer although the device evaluation has not been completed at the time of this filing.